Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced 3 pump stop alarms and was admitted to the hospital. The manufacturer's technical service representative reviewed the log file and confirmed pump stops while the device was on a power module. X-ray and transthoracic echocardiogram (tte) were performed showing an area of concern of the drive line which could possibly be the cause of the pump stops. The patient experienced additional pump stops while lifting the left arm. The clinician decided to put the patient on extracorporeal membrane oxygenation (ECMO). Before the patient was put on ECMO, another log file was extracted from the device showing more pump stops and continued low speed events. Post implantation of ECMO did not improve the patient situation and there was a heavy secretion of serosanguineous. Transesophageal echocardiography (tee) was performed and septostomy was performed. The patient experienced inadequate lv unloading/ impaired circulation which may have resulted to hypoxemia and anoxic brain, less peripheral circulation and oxygenation which may have caused or contributed to right lower extremity not getting perfused, which is now needing to be amputated. The impaired circulation and oxygenation might have caused or contributed to decreased renal perfusion; resulted to renal failure. Due to cardiac arrest, the patient required cardiac massage, the patient was placed on a higher risk for infection due to prolonged exposure of the heart/ chest cavity to external environment; antibiotic was used. The patient underwent pump exchange on (B)(6) 2020, and aortic valve repair. Atrial septal defect (asd) was closed. Right ventricular assist device was initiated, and ECMO device was changed as well. Post-operatively, the patient's hemoglobin level continues to drop with evidence of blood collection around the upper lobe of the lung. A chest tube was inserted to actively drain blood. Patient will continued to be monitored with possible re-admission to the operation in order to evacuate the blood and to maintain hemostasis. Neurologically, the patient is minimally responsive, but had responses to verbal and painful commands. Heparin was not provided to the patient. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a compromised driveline can be confirmed. The pump was returned assembled with the driveline cut approximately 7¿ from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft were returned, but were not attached to their correct respective pump ports. The outflow graft and outflow graft bend relief were severed adjacent to the screw ring of the graft attachment. Upon disassembly of the heartmate ii visual inspection of the blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. Examinations of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Examination of the driveline revealed some breakdown of the braided shield approximately 3¿ from the pump housing. Visual inspection of the driveline revealed damage to the insulation of the green, brown, and black wires approximately 3¿ from the pump housing. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that could have contributed to an electrical short. The breaches in the insulation of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the driveline. There was no evidence of mechanical damage such as crushing or pinching. If the exposed conductors contacted the braided shield while the system was operating on a grounded power source, the resulting short could have contributed to the reported pump stoppage events on the power module that were confirmed via the submitted log files. If the exposed conductors of wires from two different phases simultaneously contacted the braided shield while the system was operating on an ungrounded power source, the resulting short could have contributed to the reported pump stoppage events on the external 14v lithium-ion batteries that were confirmed via the submitted log files. However, a direct correlation between the device and the reported arrhythmias, right heart failure, renal failure, bleeding, aortic insufficiency, and neurologic dysfunction could not be conclusively determined through this evaluation. The patient received an exchange to heartmate 3 on (B)(6) 2020. Information regarding driveline care can be found in the hmii lvas IFU and patient handbook. The IFU lists right heart failure, cardiac arrhythmia, bleeding, renal failure, neurologic dysfunction, and infection as adverse events that may be associated with the heartmate ii left ventricular assist system. Additionally, this document states that aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.